Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported via the manufacturer¿s representative (rep) that post-operatively, a patient had a ¿zinger¿ down their leg, so the spinal cord stimulator was left off. The patient was going to be seen at the hcp¿s office on (B)(6) to ensure the ¿zinger¿ had resolved and to turn the device on, but on (B)(6), the patient¿s wife found the patient unresponsive in their laundry room. It was determined the patient experienced a post-operative complication and passed away on (B)(6), two days after implant. It was unknown what diagnostics, troubleshooting, or interventions/actions took place regarding the issue. It was noted the product was still implanted but was never used or even turned on.